Event description:
During a routine removal, the cuff came off the catheter. The catheter was removed with ease, pt sent to fluoro and found cuff remained in place. Incision was created to remove the cuff. The line was only in for approx 2 months, placed at different facility.

Manufacturer narrative:
According to the incident questionnaire contained in this file, "upon removal of the catheter the cuff separated from the tubing and was retained beneath the skin." The complaint of a detached surecuff and heat sleeve is confirmed; however. A determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) of reve0076 showed no other similar product complaint(s) from this lot number.